Manufacturer narrative:
Exp date unk as lot is unk. Lot # was not provided by reporter. (B)(4) - emphysema under the skin is not addressed in the IFU. (B)(4) - separates is not addressed in the IFU. Event is still under investigation.

Event description:
Pt was wearing 5 lumen spectrum cvc for some days. Both pts (also reference 1820334-2011-00440) was confused and while moving, the extension of the cvc was snagged on something and the red part of the msw disconnected from the white part. Because of the traction, the cvc came out of the pt up to the last mm. The tip of the cvc now was located underneath the skin or inside the tissue between skin and vessel also the infusion solution. The pt got an emphysema underneath the skin. Pt outcome is unk.